Event description:
It was reported that the field representative called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was suspected that the patient was shocked inappropriate due to supraventricular tachycardia (svt). Technical services (ts) reviewed the data and the patient had slow ventricular tachycardia (vt) around the rate cutoff of 200 bpm. Zones are 200-220 bpm. The device is programmed to primary vector 1x gain with smart pass enabled. Ts noted the rhythm appeared to be vt, then it goes into svt right at 200bpm. The device marked it as sense however, was using the raw materials to determine. The shock did successfully convert the arrhythmia. At this time, the system remains in service. No adverse patient effects were reported.